Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 17 mg/dl. The customer's trainer stated that the customer may have been connected during the manual prime, resulting in a 40 unit delivery of insulin into her body. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.